Event description:
Clinical narrative updated 2026-7-13: the team further updated upon the patient outcome. Patient was expired with gut ischemia. There was no allegation that the pump use caused or contributed to the gut ischemia, but no further details were given, including the date of the death. The death is conservatively being reported on the pump due to the inability to conclusively dissociate the product from the patient outcome. Prior clinical narrative updated 2026-7-6: the medical team has updated that now the patient is on dialysis and the pump is at p4 with no suction and the patient is holding a map of 70. The pump position on echo however is suboptimal and positioned towards the anterior leaflet of the mitral valve. Prior clinical narrative us: an impella cp was inserted via the femoral artery to support the male patient of undocumented age who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). He presented in scai stage c shock with unknown underlying medical history. The pump was supporting when on the day after implant there were concerns of hemolysis and placement signal issues. The volume of urine production was low and very dark in color. The team assessed the pump position to be appropriate and no further intervention for the presumed hemolysis was performed. The pump is still on for support and the device functions as expected, p-7 with 2.7l/min flow with d5w with bicarb in the purge solution. The pump remains on for support without any further intervention noted beyond fluids being given, nor other details reported regarding the hemolysis.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated. H1 type of reportable event was updated from serious injury to death.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the male patient of undocumented age who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). He presented in scai stage c shock with unknown underlying medical history. The pump was supporting when on the day after implant there were concerns of hemolysis and placement signal issues. The volume of urine production was low and very dark in color. The team assessed the pump position to be appropriate and no further intervention for the presumed hemolysis was performed. The pump is still on for support and the device functions as expected, p-7 with 2.7l/min flow with d5w with bicarb in the purge solution. The pump remains on for support without any further intervention noted beyond fluids being given, nor other details reported regarding the hemolysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B2 selection was updated to required intervention due to new information received. B5 additional information was received. H6 three new codes were added due to new information that was received. Code f12 was removed due to the information that was received.

Event description:
The medical team has updated that now the patient is on dialysis and the pump is at p4 with no suction and the patient is holding a map of 70. The pump position on echo however is suboptimal and positioned towards the anterior leaflet of the mitral valve.